Event description:
It was reported to philips that co2 calibration for the device had failed. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.